Event description:
It was reported to gyrusacmi that the surgeon found the problem 5-10 minutes before the start of a total laparoscopic hysterectomy procedure. The generator displayed error 600 ref f1 when power on and they could not use any of the functions. The surgeon cancelled the procedure. No open surgery was carried out and the case was rescheduled for the next day and completed successfully with a different superpulse generator. The pt was under anesthesia when they cancelled the surgery. There was no harm to the pt.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.